Event description:
(B)(4). It was reported that during percutaneous coronary intervention, vessel dissection occurred. On (B)(6) 2013, the patient presented with stable angina and was referred for cardiac catheterization. Target lesion was located in the mid left anterior descending artery with 80% stenosis, a length of 15 mm, and a reference vessel diameter of 3.00 mm. The target lesion was treated with pre dilatation using a 2.5 x 20 mm scimed apex rx balloon catheter resulting in a long linear grade b dissection. The target lesion and the grade b dissection were treated with placement of a 3.00 x 20 mm study stent and a second 3.00 x 38 mm bailout study stent. Following post dilatation, there was 0% residual stenosis. On the next day, the patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).